Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: cortical bone trajectory technique, interbody: autologous iliac levels implanted: l4/5 it was reported that the patient underwent revision surgery due to complaints of pain and spinal canal stenosis. During surgery, the tip of the torque indicating driver was broken during final tightening of 4th screw out of four screws. The broken part stuck in the set screw and was removed. No fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.